Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that this 31mm valve showed degeneration leading to regurgitation and high gradients needing replacement after 9 years and 9 months of the implantation. Patient was (B)(6) years old at implant. As per discharged summary of the implant, the reason for implant this valve was severe mitral and tricuspid insufficiency. Tricuspid annuloplasty was made concomitant with mvr. Implant of the mitral valve was done retaining native mitral leaflets. Post-operative course at implant was characterized different episodes of av block grade iii and ii. As indicated, the patient maybe could need a ppm (investigation ongoing). On pre-viv echo, currently the bioprosthesis presented severe regurgitation and high gradients (mean gradient 12 mmhg) with area 1.5 cmq. A 29mm transcatheter valve was implanted with trans-septal approach with perfect result.